Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the occlusion. There was no adverse impact to the customers blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the occlusion issue could not be verified.